Event description:
It was reported that balloon rupture occurred. The patient presented with bilateral leg swelling and underwent venogram with iliac stent. The 68% stenosed target lesion was located in the moderately tortuous common iliac vein to common femoral vein. A 14-6/5.8/75 xxl vascular balloon catheter was advanced for dilation. However, during second inflation at 4 atmospheres for 5-10 seconds, the balloon ruptured. The device was removed completely and the procedure was completed with a 14x6x75 xxl vascular balloon catheter. There were no patient complications reported.